Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a gradually worsening urinary incontinence combined with a change of health, parkinson's disease. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No patient complications were reported.